Event description:
Home patient reports leak in pt line tubing of homechoice set, noted in dwell 1/4 of automated peritoneal dialysis treatment. Home patient discontinued treatment when leak was noted and discarded sample. Per home patient, leak was caused by her cat chewing on tubing. Home patient reports she was already on antibiotics, as she was being treated for peritonitis diagnosed on 4/30/1998 with growth of pasturella multicida.